Event description:
A malfunction was reported on the pump but there was no adverse impact on the customer's blood glucose level. The malfunction code was identified and was resettable, with technical support assisting the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump and advised to contact support again if the issue reappeared.